Event description:
A (B)(6) year old female had undergone transforaminal lumbar interbody fusion and at conclusion of surgery a hemovac was opened, drain was put in, skin was closed. When reservoir was placed on drain a hole in reservoir was found, reservoir was changed out. "Drain was left in the eqpirual space just underneath the rod and the fascia was closed, patient was awakened, taken to recovery."